Event description:
A remstar plus c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation inside the blower kit. In addition, the device had dust contamination and displayed error code: 65 err_stuck_encoder_a. The device was scrapped by the service center after the evaluation was completed. If any additional information is received, a follow-up report will be filed.